Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead had been gradually rising since early (B)(6) 2018. It was also noted that thresholds had risen. When the patient was evaluated, isometrics did not produce any noise. Pacing impedances eventually reached greater than 2000 ohms. The rv lead was surgically abandoned and replaced. The associated ICD was explanted and replaced due to a therapy upgrade during the same procedure. No additional adverse patient effects were reported.